Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 200 mg/dl at the time of incident and current blood glucose level was 473 mg/dl and 280 mg/dl. Customer¿s blood glucose level was over 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump. Customer was not calling back to performed high pressure test. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.